Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms during basal and bolus delivery. During the changing of the cartridge, an alarm 5 occurred. The customer successfully loaded another cartridge. The customer's blood glucose (bg) level was 600 mg/dl with ketones. A correction bolus was delivered via the pump to address the bg and at the time tandem technical support was contacted, the bg was 400 mg/dl.